Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found drawer was off the bus. A field service engineer replaced drawer boards and pyxibus module controllers. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detected on the bus.the customer reported that there was delay in dispensing the medication.there were no adverse events or injuries reported based on this event.